Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient¿s blood glucose (bg) was greater than 250 mg/dl with extreme thirst and dry skin. The reporter alleged that the cause of the bg excursion was puberty. During troubleshooting, it was discovered that the time and date were accurately set in the pump and the basal history matched the active basal program settings. It was reported that the patient remained on the insulin pump. Customer technical support (cts) advised the user to come off the pump and use an alternative form of insulin delivery as prescribed by their healthcare provider (hcp) if unable to safely use the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.